Event description:
Pump declared a cartridge change error was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to check and clean components of the pump, and after multiple attempts to load a new cartridge failed, it was decided to replace the pump. The customer will use multiple daily injections as a backup therapy.